Event description:
Following pre-dilation two endovascular stents were successfully deployed in tandem at the target lesion site just below the pt's innominate vein junction. Both stents were post-dilated. Ten minutes later, thr caudal stent embolized into the right atrium. An aortic vavulopasty catheter was inserted and utilized to withdraw the stent through the inferior vena cava and into the right external iliac vein. The stent was then successfully deployed in the right external iliac vein. Eight months subsequent, the pt complained of mild sensation of neck fullness upon strenous exercise. Moderate retenosis of the most cephalic end of the superior vena cava stent was noted on venography. The stent was successfully redilated. At a 12-month clinical follow-up, the pt continued to be asymptomatic even during stressful activity.